Manufacturer narrative:
This ipg serial number was included in a field advisory and in a field correction. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report #1627487-2013-12109. It was reported the pt experienced ipg pocket heating while charging but does not consider it an issue at this time. Pt will contact the sjm representative if the heating intensifies. On (B)(6) 2012 st. Jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.